Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported for battery failed alarm. The customer¿s blood glucose was unknown. Customer's parent reported that they received the replacement battery cap and still having issues battery failed alarm. Customer did use a recommended new or fully charged aa battery. Battery failed alarm recurred. The customer was advised and explained the troubleshooting. Explained pump will need to be replaced. Advise to revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement tests. No failed battery test alarms were noted during testing. The insulin pump functioned properly.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Device functioning properly.